Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer experiences symptoms like headache and stress related to the high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done for high blood glucose under delivery. The customer treated for high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.